Event description:
A nurse at the user faclilty reports that during intraocular lens (iol) implant surgery,the surgeon noticed a scratch or debris on the iol after the iol was inserted into the eye. The incision was enlarged to facilitate removal and replacement of the iol. Additional info has been requested.